Event description:
As reported by end user hospital, regarding their convenience kit, on three occasions when the syringe was attached to the manifold and aspiration was attempted, air pulled into the syringe. No air was injected, and no pt injury or complications resulted. The manifolds were replaced and the procedures were completed.

Manufacturer narrative:
Although it has been indicated that the end user hospital has discarded all devices related to this report, the investigation by (B)(4) medical into these events is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).